Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. The event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer failed functional testing. The lem (link electronic module) circuit board was replaced. It was further noted the lower display hinge needed to be replaced, and the fan was noisy. (B)(4).

Event description:
The programmer was returned to the manufacturer for a software upgrade. It was analyzed and tested out of specification. There was no patient involvement.